Event description:
Boston scientific rec'd info that the right atrial (ra) lead was successfully repositioned due to a dislodgement. The following day, a second ra lead dislodgement was observed. The physician was unsuccessful at repositioning the lead a second time. Subsequently, the lead was explanted and a new ra lead was successfully implanted. No measurements were provided and no adverse pt effects were reported.